Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of noise. No intervention was performed. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient initially presented in-clinic and it was noted that right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was reprogrammed. The patient was in stable condition.